Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for the treatment of non-malignant pain. It was reported the patient had poor coupling with recharging. Patient services did not troubleshoot on the call as patient mentioned this while discussing why his ins recharger belt broke. It was documented in previous reported as patient didn¿t use his stimulation since he wasn¿t getting 50% efficacy. It was confirmed the patient already called in to reported this. It was noted this issue happened since he had the device implanted. No further complication and event were reported. (B)(6) 2018 patltr (con): additional information from patient was received. When asked what circumstance that led to patient¿s poor coupling with recharging, patient stated nothing had changed, the coupling had always been quite temperature. It required several changed in placement much of the time. It was noted the poor coupling with recharging had not been resolved, but patient usually was able to achieve 100% changing coupling.